Event description:
It has been reported to philips that the tempus ls device did not go above 45 current on the pacer test fixed mode and demand mode and after this, there was a ¿hardware issue¿ message that populated the screen. This was found during testing. No patient involvement. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.